Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that issue was resolved by infusion set change. And sometimes customer rewind and prime the insulin pump to resolve the issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.